Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type extension; product ID 3093-28, lot# v003326, implanted: (B)(6) 2006, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received a permanent implant in 2006 for overactive bladder (oab) secondary to an unknown neurogenic condition. In (B)(6) 2009 the patient had revision surgery with full system removal and reimplant. The revision was due to a malfunctioning device resulting from dramatic weight loss, roughly 200 pounds. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.